Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in high voltage impedance was noted on the right ventricular lead. Deactivation of the tachycardia therapy is anticipated and the patient was in stable.